Event description:
Account reported that during the creation of the flap on the right eye of a hyperopic patient a tear drop shaped area occurred as the raster pattern developed. It was described that the area appeared to look like a bubble, but made it clear that it was not a vertical gas breakthrough. The surgeon completed the raster pattern and side cut, after which he unzipped the side cut to see if the flap would not lift. The doctor didn¿t attempt to lift the flap and aborted the procedure. Flap thickness was set for 120 microns, with a 8.9mm diameter flap. Surgeon reported patient had no previous scaring. As a result of the event there is no loss of best corrected visual acuity and patient experienced no harm. Surgeon will perform a surface treatment on the right eye within 4-6 weeks.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Was updated to include left eye info and pi info.

Event description:
Account reported that during the creation of the flap on the right eye of a hyperopic patient a tear drop shaped area occurred as the raster pattern developed. It was described that the area appeared to look like a bubble, but made it clear that it was not a vertical gas breakthrough. The surgeon completed the raster pattern and side cut, after which he unzipped the side cut to see if the flap would not lift. The doctor didn't attempt to lift the flap and aborted the procedure. Flap thickness was set for 120 microns, with a 8.9mm diameter flap. Surgeon reported patient had no previous scaring. As a result of the event there is no loss of best corrected visual acuity and patient experienced no harm. Surgeon will perform a surface treatment on the right eye within 4-6 weeks and left eye will be done. Two patient interfaces will be returned however, only one was used.